Manufacturer narrative:
Other device used: catalog #00596009900, nexgen taper stem plug, lot #62193991. The device history records for the tibial component and taper plug were reviewed with no deviations or anomalies identified. These devices are used for treatment. A product history search identified no other complaints for the part and lot combination of the tibial component or taper plug. Billing information from the territory confirms the tibial side was revised. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported that the pt was revised due to loosening of the tibial component.

Manufacturer narrative:
(B)(4): evaluation summary: the devices were in vivo for approximately nine months between (B)(6) 2012 and (B)(6) 2013. No devices or photos were received; therefore, the condition of the components is unknown. Surgical notes were not provided. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Rehabilitation protocol and adherence thereto is unknown. A definitive root cause cannot be determined with the information provided. However, the complaint may be revised upon return of x-rays and/or product or further information. Evaluation: the device history records were reviewed for the tibial component, indicating the device was manufactured, inspected, and packaged to specifications. The lot number for the taper plug is unknown; therefore, the device history records could not be reviewed.

Manufacturer narrative:
This report will be amended when our investigation is complete.